Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer experienced a blood glucose (bg) ranging from 40-500 mg/dl. Customer consumed carbohydrates to address the bg level. Reportedly, the customer declined further assistance from tandem technical support regarding the issue and reverted back to an alternate method of insulin delivery. No additional patient or event information was available.